Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a new and unused 6f tl al I 100 cm infiniti diagnostic catheter was found with flakes inside the package, as if the plastic or coating had disintegrated. The procedure was completed using a new catheter that was sent in for replacement. There was no reported patient injury. There were damages found on the device prior to opening, but none on the device packaging. The issue was identified during pre-use inspection. The device was stored in a hybrid room in accordance with the instructions for use. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18187522 presented no issues during the manufacturing process that can be related to the reported event.additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a new and unused 6f tl al I 100 cm infiniti diagnostic catheter was found with flakes inside the package, as if the plastic or coating had disintegrated. The procedure was completed using a new catheter that was sent in for replacement. There was no reported patient injury. There were damages found on the device prior to opening, but none on the device packaging. The issue was identified during pre-use inspection. The device was stored in a hybrid room in accordance with the instructions for use. The device was not received for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, a new and unused 6f tl al I 100 cm infiniti diagnostic catheter was found with flakes inside the package, as if the plastic or coating had disintegrated. The procedure was completed using a new catheter that was sent in for replacement. There was no reported patient injury. There were damages found on the device prior to opening, but none on the device packaging. The issue was identified during pre-use inspection. The device was stored in a hybrid room in accordance with the instructions for use. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18187522 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿strain relief degradation¿ could not be evaluated. Without the return of the device the exact cause of the reported event could not be determined. Unspecified handling or storage factors may have contributed to the reported issue. Users should inspect for any signs of damage prior to and during use. Any product with damage should not be used. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complications reported.